Manufacturer narrative:
Samples have been received and are being evaluated. Since no lot number was provided, a device history record review could not be performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that blunt knives were noted upon making the incisions. There have been multiple incidences (approx 25). New knives were taken to complete each case, and there was no harm to any pts. This report concerns the knives for which no lot number was provided.